Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and the diagnostic logs were reviewed. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not on a patient at the time of the event. The service engineer (se) replaced gui (graphical user interface board), backlight inverters to resolve the issue. The se updated the software to the current revision and the unit passed all testing and operates within the manufacturing specifications.